Event description:
The information reported by the facility is not clear, but reportedly the device completed defibrillator charge but would not discharge energy to the patient when the paddles discharge switches were pressed. It was reported the difibrillator was eventually recharged and defibrillator therapy was administered to the patient. The pt was resuscitated. The facility stated there were no adverse affects to the pt.